Event description:
It was reported that an impedance check was performed, and 6 combinations were found to have been over 4000 ohms. The physician had unscrewed the set screw as to disengage the lead from the device. Upon reinserting another lead, the physician was unable to re-secure it. It was noted that upon re-inserting the lead into the header and tightening the setscrew until a click was heard, the lead would still not secure. The physician attempted several times to retighten the connection, however, the lead was still able to be pulled out of the header. It was noted that a new device was opened and placed. The patient did not experience any harm, and no further intervention was required in regards to the device issue.

Manufacturer narrative:
(B)(4)